Event description:
It was reported that insulin gauge displayed amount different than expected after cartridge change, with pump showing 15 units while caller expected 150 units, and caller believed there was a large discrepancy between displayed and expected insulin amount. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump history, determined cartridge had not actually been changed and that current estimate was accurate, and advised caller to fill and load new cartridge, after which caller planned to change cartridge and resume insulin deliveries.